Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged device stopped working and humidifier lid will not close. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The external investigation found no signs of contamination on the outside of the device. An internal visual inspection of the device was completed by the manufacturer and found dust contamination in the blower fan. A broken air filter clip was observed in the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error codes. The device was hooked up to power supply, airflow was verified, and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer found evidence of dust contamination in the blower box.